Manufacturer narrative:
On (B)(4) 2011, a respiratory therapist called to report a service required alarm on the inomax ds ((B)(4)). Evaluation summary page: the device investigation is complete and results follow: the root cause is a system error caused by a segmentation fault. This is related to firmware resident on a cpld. This root cause was determined by examination of the service log. The device functioned as designed to interrupt nitric oxide delivery and alarm when such an error is detected. The main circuit board was replaced and the device functioned to specifications.

Event description:
On (B)(6) 2011, a respiratory therapist called to report a service required alarm on the inomax ds ((B)(4)). The device was not on a patient. The device failure occurred during an in-service. The device was removed from service by the customer and returned to the company for investigation.